Event description:
It was reported that a patient had a medtronic resolute integrity des stent implanted and 16 days following the implant procedure, he started experiencing an itchy rash all over his body that came on suddenly. It was recommended that he speak with his cardiologist/physicians as they will be his best resource for direction going forward.

Manufacturer narrative:
Evaluation results: (root cause of the event could not be determined). No results available since no evaluation performed - (device or procedural images not provided for review). (No evaluation performed as device not returned for evaluation). Evaluation conclusions: (root cause could not be determined). Unable to confirm complaint - (device or procedural images not provided for review). Device not returned.